Event description:
The customer reported that during a cystectomy, the surgeon was using the device to resect a portion of the bowel when the instrument caused a hematoma on both sides of the mesentery. The surgeon resected that piece of bowel and started over with a new section. The instrument performed correctly in subsequent use. The patient was fine.

Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.